Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error alarm. Customer stated that the motor error occurred during rewind. The customer¿s blood glucose level was unknown at the time of the incident. The insulin pump will be returned for analysis.